Manufacturer narrative:
Date sent to the FDA: 8/22/2022. Additional information: a1, a2, b7.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2019 during which the surgeon noted a large abdominal wall abscess. This was cleared and upon entering the peritoneal cavity, he discovered the colon to be clearly necrotic, necessitating the resection of large segments of mesh, some of which was adherent to the small bowel. He then resected a section of the small bowel and mesh. Then, given the significant amount of contamination from the necrotic colon, and the abdominal wall abscess, he went on to resect the remaining mesh. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information was provided.